Event description:
The user facility reported that the aic battery would only charge less than 59% and not to a full charge, like it was supposed to. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella pump and console were not yet received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the automated impella controller (aic) battery failure has been completed. The logs for ic7035 showed a battery level low alarm on the complaint date. The lt logs on the complaint date show that battery 1 requested charging consistently whereas battery 2 is requesting charge intermittently as it consumes power as intende the root cause was battery charging issues was most likely due to a defective battery.